Event description:
It was reported that the user experienced recurrent low glucose while using the ilet and was advised by clinical support to perform a factory reset, which the user declined due to other pump concerns and instead continued making reduced meal announcements on guidance from their clinician. Symptoms included hypoglycemia, reaching 40 mg/dl, and shaking/ tremors. Outcomes included self-treatment with oral glucose. Investigation included technical troubleshooting and user education. Investigation of this case revealed potential maladaptation of the pump related to frequent reduced meal announcements. It was concluded that the event involved hypoglycemia caused by incorrect meal size announcements and that continued coordination with clinical support was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.